Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported according to the info provided, the surgeon completed the first firing with no difficulty. On reloading and firing the second time, the device would not open. The surgeon had to pry the jaws open in order to get the jaws of the device open. No additional info on this occurrence was available. The product was from a laparoscopic appendectomy kit (lot#h00580145). There was no consequence to the pt.